Manufacturer narrative:
Upon investigation of the actual device used in this incident it was confirmed that the the battery failure due to power supply. The device's power supply and battery advised to replace to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen went black during a procedure. The customer added that the users did not have access to minidrawers where the controls were stored. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen went black during a procedure. The customer added that the users did not have access to minidrawers where the controls were stored. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-aug-2021 to 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station screen went black during a procedure after battery failure due to power failure. A technical support specialist suggested to replace power supply and battery to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The following fields have been updated with corrected information: a1 patient identifier, d5 operator of device, and h6 - investigation codes.